Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not remove or add insulin from a filled cartridge after loading onto the pump. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer is loading the cartridge onto the pump then filling with new insulin. Clinical support informed customer to fill the cartridge with insulin, then load the cartridge onto the pump.